Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation not associated with low vault and a lens opacity (asc) was observed. The lens was repositioned but that did not resolve the problem. In a separate surgery, the lens was exchanged with the same model, longer length and the problem was resolved. The cause of the event was reported as other and the device did not fail to perform as intended.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation not associated with low vault and a lens opacity (asc) was observed. The lens was repositioned but that did not resolve the problem. In a separate surgery, the lens was explanted. Reportedly, "currently the icl lens has been explant and the doctor is planned to be replaced with a larger size from size 12.6 to size 13.2. For new lens implantation waiting for doctor's schedule because currently on leave for overseas travel. H6.- health effect - impact code (f): 4629 should be removed and 4627 should be added. Claim# (B)(4).